Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: more than three openings were assessed as surgical damage. Nicks are observed assessed as surgical tool scratch like. No further actions are required since no issue in the manufacturing of the device is observed

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.